Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that both the display and the led were found not to work. Then, multiple batteries were used with the device, and many were not able to power on the device. Eventually, a test battery was found that would power on the device, but that battery needed force applied to it in order to power on the device. When the display was on, the display was found to be discolored green. Ingress testing was completed, and it was found that the device had increased in mass by 0.085 grams. It was reported that the led light of the videolaryngoscope came on at the tip, but there was no image displayed. The reported issue was confirmed. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, the led light of the videolaryngoscope came on at the tip, but there was no image displayed. There was no patient involvement.